Event description:
It was reported that a spectrum iq pump had a downstream occlusion alarm below the specified range in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem "downstream occlusion" was reproduced. A review of the event history log revealed "downstream occlusions". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor. The downstream tubing guide is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.